Manufacturer narrative:
New information received.

Event description:
Additional information was received via a telephone call on (B)(6) 2017. The eye care provider (ecp) confirmed that the symptoms have resolved.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an ophthalmologist that a patient experienced corneal ulcer at the 10-11 o'clock peripheral location on the left eye (os) and had an ear infection. Additional information was received on 05/17/2017 via telephone. It was reported by the eye care professional (ecp) that the patient's symptoms were resolving and the patient would return to the ecp's office to be refitted with new contact lenses. Additional information has been requested but not yet received.